Event description:
It was reported that versa cross connect faradrive was selected for use. It has been mentioned that during the procedure, when the dilator was advanced through the faradrive and guided into the body over the wire, the dilator and the wire became stuck. As the wire could not pass through, the device was removed from the body. The procedure was completed using different device (same model). No patient complications occurred.